Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: the monitor sn (B)(4) and belt sn (B)(4) were returned for evaluation at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. Belt evaluation is still underway. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. The investigation into the event concludes that there was no device malfunction that caused or contributed to the inappropriate treatments. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was improper response button use (patient pressed the response buttons earlier in the detection sequence and not immediately prior to shock delivery). The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection as nsvt exceeding the programmed rate threshold. The rapid rate satisfied the rate detector of the detection algorithm.. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Review of the event indicates that the patient was in vt at 215 bpm. The device properly detected the vt; however, the arrhythmia self-converted to asystole with one ventricular beat eight seconds prior to treatment delivery. The post-shock rhythm was an accelerated idioventricular rhythm at 90bpm. It was reported that the patient hadn't been feeling well that morning so he went to the ER. At the ER, while a nurse was placing an IV in the patient's arm the patient became unconscious and the device began alarming. Review of the event indicates that the response buttons were not pressed during the entire event. The patient remained hospitalized following the event.